Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 663 mg/dl. It was also stated that the insulin pump alarmed button error. Troubleshooting was not possible at the time of the call. It was stated that the doctor wanted the insulin pump replaced. Nothing further was reported.